Event description:
It was on (B)(6) 2015 that the hcp (healthcare professional) couldn¿t aspirate from the catheter.

Event description:
It was reported the distal end of the 8780 was subdural. A revision was performed and it was replaced with a new spinal segment in the intrathecal space. It was noted part of the spinal portion of the catheter was removed and an 8782 spinal catheter was used and connected to the remainder of the catheter on the date of this report. It was noted the patient was not getting pain relief. Diagnostic testing included a catheter aspiration. The physician checked her catheter and did not get spinal fluid when the catheter was aspirated. It was reported, ¿he opened the back and x-rayed the catheter and determined that it was subdural.¿ the healthcare provider (hcp) then pulled out the spinal portion of the catheter and replaced it with an 8782 ascenda spinal segment. Symptoms or complications associated with this event included erosion and pain and the location was described as back and legs. The patient¿s status at the time of this report was ¿alive-no injury.¿ it was further reported two weeks prior to surgery the hcp ¿turned everything off¿ for the surgery and on (B)(6) 2015 ¿two feet¿ of catheter was removed, spliced and ¿redone.¿ the patient had ten plus pain rating and was going every week to have the daily dose adjusted. It was further reported the hcp felt the patient¿s stomach around the pump and ¿thought the catheter was disconnected or kinked or something.¿ they did an x-ray and determined it was not that, but was due to "scar tissue" and tightness it got "pushed down" in the distal area of the catheter. It was noted the patient had a ¿softball¿ of medicines attached to her post surgery and it was directly putting medicines into her body and getting smaller. The hcp ¿upped the dose a little bit.¿ the patient has had more issues since the pump was implanted and has had to go every week to the clinic to have the pump ¿tweaked¿ and was on a fixed income. It was noted the patient thought the hcp did not believe all the pain the patient experienced. The patient¿s next appointment is on (B)(6) 2015 with the follow-up doctor. The pump was being used to deliver dilaudid. The cause of the event and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).